Manufacturer narrative:
This report is being supplemented to correct the g3 "date received by manufacturer " of the previous report submission which did not reflect the date the reportable finding. Refer to g3 for corrected date.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had air water leakages from the insertion tube/bending section. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, the coat of the image guide (ig) serpentine was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 "establishment name" was shortened due to character limitations, the full name is "sakakibara memorial hospital, sakakibara memorial foundation public interest incorporated foundation." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: water tightness was lost due to a pinhole on the bending section cover (a-rubber). The bending angle in the up direction did not meet the standard due to wear of the angle wire. The image guide (ig) bundle had significant breakages and was stained. The bending tube was damaged. The universal cord and connecting tube were dented and scratched. The control unit, scope cover, switch box, grip, angulation lever, up down (ud) pate and scope connector were scratched. Olympus will continue to monitor field performance for this device.